Manufacturer narrative:
(B)(6).the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx was implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; perineum pain; thigh pain; painful intercourse; difficulties with bowel motions; recurrent incontinence; other pain: bladder pain unable to sleep burning no infection nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: nexium for the treatment of: lower abdominal and back pain. Treatment duration: 4 years. The patient was treated with other (not specified).